Event description:
It was reported that during a hip labral repair surgery with ar-3636h the surgeon drilled with a 1.9 mm drill several three times back and forth and impacted the device for insertion. The anchor did not work and then the surgeon realised that the anchor inserter tip had broken inside the bone and that is why the anchor did not work. The inserter tip remained inside the patient. The surgery was finished successfully with a device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the self bunching kl 1.8 fibertak, hip, identified that the distal end of the shaft was broken off. No anchor/sutures were returned for investigation. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.